Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. To date, the patient is doing fine. The doctor cleaned the crown for tooth #30 and re-cemented the crown using a different product, without further incident. An 'adhesive strength test' of the returned sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to this lot.

Event description:
A doctor alleged that a patient had experienced a debonding of a crown after placement with the maxcem elite product.